Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, it was found that the tandem-provided usb charging cable was damaged. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.